Event description:
The complainant alleged that while pacing a pt (age unknown), the device failed to capture the pt's heart rhythm. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.